Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2024 for routine follow-up. It was noted that the pacemaker and the right ventricular (rv) lead exhibited high capture threshold. The physician believes that the increased threshold in rv lead was due to myocardial problem. Besides, it was noted the pocket was slightly bulging. On (B)(6) 2024, the patient was accepted for lead replacement procedure. During the procedure, the physician found that there was a large amount of discharge and the pocket was infected. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. There was no allegation of infection of the products. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section b5 and b6

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 due to high capture threshold in the right ventricular (rv) lead and the patient underwent a lead reset operation procedure on (B)(6) 2023. During the procedure, the physician suspected that the high capture threshold in the rv lead was due to abnormal myocardium and the physician confirmed that, the lead was not dislodged via fluoroscopy in the operating room. On (B)(6) 2024, patient presented again to the hospital for routine follow-up and it was noted that the pacemaker and the right ventricular (rv) lead exhibited high capture threshold. The physician believes that the increased threshold in rv lead was due to myocardial problem. Besides, it was noted the pocket was slightly bulging. On (B)(6) 2024, the patient was accepted for lead replacement procedure. During the procedure, the physician found that there was a large amount of discharge and the pocket was infected. The physician believes that the infection may have been caused by the opening of the pocket in 2023. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced. There was no allegation of infection of the products. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction:h6 section: previously should have mentioned 2891 - capturing problem only under medical device problem code section.